Manufacturer narrative:
(B)(4). Correction: "data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the transmitter failed error could not be determined. A root cause could not be determined."

Event description:
Data was provided for evaluation. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the transmitter failed error could not be determined. A root cause could not be determined.